Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Evolution mp cs insert exchange and washout on (B)(6) 2017 due to infection. Replaced with the same size evolution mp cs insert. Au vigilance decision: non-reportable; tga exemption rule 8 applies: adverse event caused by infection is non-reportable for microport orthopedics products as agreed by tga. (B)(4).